Manufacturer narrative:
Complaint no: (B)(4). Date of event - (B)(6) 2015. Therapy dates - (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a home patient (hp) that a sponge in a minicap had inadequate iodine. The hp was using the minicap, and when it was connected to catheter, the hp did not observe the ¿squirt¿ of iodine that was usually observed by the hp upon making this connection. The hp did not look at the actual minicap to see if it had iodine on it, but believed it did not, since there was no ¿squirt¿ of iodine that would usually be observed upon connection. There was nothing unusual or damaged noticed regarding the packaging of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.